Event description:
It was reported that during placement of the vascular stent in a highly calcified sfa, the stent broke off in the patient. No pre-dilation had been performed. The procedure was completed by the placement of another vascular stent inside and distally to the fragmented stent. No patient injury.

Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.